Manufacturer narrative:
The employees subject of the reported event rinsed their hands, applied ointment and bandages, and returned to work. During the time of the reported event, the employees unwrapped an instrument tray that had been processed in a v-pro max sterilizer. The injured employees were not wearing proper ppe, specifically chemical-resistant gloves, as stated in the operator manual resulting in the reported burns. The operator manual (1-2) states, "ansi/aami st58 2013, recommends using chemical-resistant gloves when using the sterilization unit." A steris service technician arrived onsite following the reported event. The technician inspected the v-pro max sterilizer and confirmed the unit to be operating according to specification; no repairs were required. While onsite the technician counseled user facility personnel on the importance of wearing proper ppe, specifically chemical-resistant gloves while operating their v-pro max sterilizer. The unit was manufactured in 2015 and is not under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported that two employees experienced a burn while handling an instrument tray following a completed cycle in a v-pro max sterilizer. No procedure delay or cancellation occurred.